Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a DHR (device history record) review ((B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (8151376). Patient code: no code available ((B)(4)) is used to capture joint instability and medical device removal.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
The patient underwent a left knee revision due to loosening of the tibial component, swelling, mild flexion instability, and pain. The surgeon indicated the tibial component was completely de-bonded at the cement/implant interface, and well-fixed to the proximal tibia. He did not speak to the state of the femoral component though it was revised. The surgeon indicated the patellar component was tracking central and was revised. The patient was implanted with attune knee system and smartset bone cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2019; (lt knee).